Manufacturer narrative:
MDR is being filed fue to field action ref-2027969-10/12/16-004-c. Customer's complaint was replicated with in-house testing of the code chip of retain lot c3233a. Code chip ranges did not match ev card ranges. The manufacturing records for the control lot were reviewed and the lot met release specifications. A CAPA, (B)(4), was initiated to address this issue. Date of this report selected as 9/29/2016 to reflect the date in which field corrective action 2027969-10/12/16-004-c was initiated.

Event description:
The customer attempted to run the total 5 control level 1 at 3 stdev with a d-dimer result outside of the expected range low at 321 ng/ml (3 stdev: 341-633 ng/ml). Two other results were out of range low but the customer was unable to provide any additional information. The customer was able to re-test with results within the expected range. The customer was unsure if the lot number of total 5 control level 1 was c3233a or c3233ar. However, this report is being filed conservatively as lot number c3233a is included under field corrective action 2027969-10/12/16-004-c.